Event description:
Adverse event: no consequences or impact to patient. Product problem: dull blade. The surgeon indicated that the needle was dull and unable to penetrate the tissue. No patient harm was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).